Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The surveillance station failed from a power outage and the customer has just replaced the pc with a spare. The biomed indicated that they did not hear the sound during the system setup, however the biomed checked the box anyway to acknowledge the sound test so that he could complete the system setup. The pic ix application was running fine, however, there was no sound coming from the external speaker. The biomed had replaced the speaker with a known good one, and also confirmed that the sound is not muted and the sound output in the control panel is set to the speaker (no other sound devices were enabled). The speaker was directly connected to the pic ix computer. This is an efp pc with two audio ports. The customer has tried connecting the speaker to both ports with still no sound. The sound driver for the speaker was listed as "synaptics hd audio" in the control panel instead of the usual realtek driver. The biomed will try another spare computer and callback if he needs further assistance. The rse also offered onsite technical support, but customer declined. The biomed did provide follow-up via email, indicating the issue was resolved, but they did not provide what fixed the issue. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that after setting up a new speaker, the alarms were not sounding. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.